Event description:
It was reported to philips that the system was not powering on. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not powering on. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system's internal power supply system revealed that the cause was a faulty power supply unit inside the flex vision large screen control cabinet (b cabinet). To resolve the issue, fse replaced the power supply unit. After replacement of the power supply fse checked the system and found that due to the failure of the power supply unit, the fuse inside the main control cabinet was out of supply. To resolve the issue, fse replaced the fuse. The defective parts were returned for analysis, for power distribution assembly unit, shows burn and- or heat spots, malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.